Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v387389, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had a loss of urinary control, return of urinary frequency and incontinence, and there was miscommunication in all electrode pairs with a possible lead break. This event occurred due to the patient experiencing a significant fall. The miscommunication was found during interrogation on (B)(6) 2015. An x-ray was only completed on (B)(6) and the results were normal. The patient's implantable neurostimulator (ins) was replaced. The event was related to the device or therapy and was not related to the implant procedure. The outcome was resolved without sequelae. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to clarify what was meant by "miscommunication" in all electrode pairs. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturer representative, clarified all impedances on the programming report were high, greater than 4000.

Event description:
Additional information received from an hcp, via a manufacturer representative, reported loss of urinary control from lead "miscommunication" due to fall.